Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a critical pump error with open book image. No harm and medical intervention were reported. The troubleshooting was performed; however, the insulin pump will be returned for analysis.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, missing display window cover. Unit passed rewind, active current measurement, and self tests; it failed prime/seating, basic occlusion, and sleep current measurement tests. During testing the unit stopped loading prematurely, and it also returned an insulin flow blocked message during priming. Unable to perform the displacement, force sensor, and occlusion tests due to prime/fill anomaly and recurring insulin flow blocked error messages. No unexpected critical pump errors (open book image) were noted during testing. Attempt to download/upload using crest/thus was successful. The adapt tool lists the following pump errors that could potentially trigger a critical pump error/open book: pump error 63 (variable info = 0x15 hex = 21) occurred on 10/23/2022 @ 04:17:32; pump error 4 occurred on 10/23/2022 @ 04:17:32. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--u2; home motor switch, force sensor. In summary, the customer¿s report of an open book was not confirmed during testing. The loading error is due to the moisture damage around the home motor switch, the insulin flow blocked error is due to the corroded force sensor and pump error 63 (variable info = 0x15 hex = 21) and pump error 4 are due to a hardware problem. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.